Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-01185. Reference MFR. Report#: 1627487-2019-01187. It was reported surgical intervention is pending. No further information is known at this time.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-01185, reference MFR. Report#: 1627487-2019-01187.